Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the distal conductor.

Event description:
It was reported that, during an implant attempt, the left ventricular lead was too large for the patient's vessel size. The lead was removed and replaced. No patient complications were reported as a result of this event.